Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed the left side of the case was bowed by the front bezel. The power switch was receded. A functional evaluation revealed the line fuses tested good but the device would not power up. The complaint was confirmed. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event include damage from an inadvertent impact. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported the light source presented an unspecified failure. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that the device would not power up which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.